Event description:
This event involved the removal of intacs prescription inserts from a pt due to protrusion of the intacs inserts/corneal melt. A description of this event is provided below: this pt had a prk procedure performed. To correct myopia. The pt remained undercorrected in left eye following the prk procedure. The surgeon elected to not perform a prk enhancement procedure for the pt's left eye as there would not be enough corneal tissue remaining after the enhancement procedure for a safe outcome. In 2003, dr elected to implant intacs inserts in the pt's left eye to provide further correction. This is a bioptic procedure (combined treament using prk and intacs inserts) which is not approved by the FDA for use with intacs inserts. Four months later, the pt saw dr because they were experiencing discomfort in left eye. He reported that the pt presented with intacs inserts protruding from an area of cornea and immediately removed the intacs inserts. The pt was seen for the day 1 post-removal examination and the pt was stable with no sequelae as a result of the removal procedure.